Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device analysis: visual analysis of the returned device identified: underweight, opening and crease fold . A microscopic analysis was performed which identify a crease sharp opening in the radius. Based on the device analysis the final assessment is: two crease sharp opening on radius assessed as to a fold flaw opening and non-penetrating nick (stress marks).

Event description:
Healthcare professional reported right side rupture. The device has been explanted.